Manufacturer narrative:
(B)(4). Examination of the returned complaint device revealed that there were numerous kinks throughout the shaft of the wds. The shaft was buckled 4.5cm ¿ 5.5cm from the hub. The implant was received protruding inside the shaft of device; however, it was detached from the core wire. The implant appeared to have a piece of foreign matter (fm) on it. During analysis, the implant was attached to the core wire and the implant was deployed. It was noticed that there was a piece of purple fm attached to one of the implant anchors. The engineers identified the fm to most likely be a piece of a purple glove. There were anchors that were bent and damaged. The implant was measured and the device size was consistent with the reported information. A microscopic examination revealed that there was damage to the core wire. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 25jan2016. It was reported that the corewire was damaged. A 21mm watchman laa closure device & delivery system (wds) along with a watchman&#59393;ccess system (was) were selected. However, while deploying the closure device, it did not stay in place allowing only for withdrawing of the sheath. The wds was taken out of the was. The closure device was still attached to the core wire, but the cable had been flattened in some distal areas and bent. The cable did not have push ability to keep the device in place. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. Device analysis revealed that shaft was buckled and a piece of purple foreign material was attached to one of the implant anchors.